Manufacturer narrative:
The device was not available for return. The manufacturing and sterilization records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired a staph infection following the implant procedure. The patient was hospitalized and was provided IV antibiotics. The device was explanted. There was no further report of complication.